Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that there was moisture ingress behind the pump's display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1: date of submission: 10/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture observed under the display lens. A leak test was performed and failed due to a leak at the bolus button. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the bolus button was unresponsive to user presses. The audio bolus button cover was removed and there was a slug missing from the button. The pump was opened and there was moisture damage found on the cgm board, the display and on the printed circuit board (pcb).